Event description:
N/a.

Manufacturer narrative:
The device was returned for evaluation and the unit was received with the left and right pawls cracked and needed to be replaced. The 80# torque knob needed to be shimmed; the lock was very stiff and hard to lock and unlock. The unit was also received without the pedi rocker arm or suit case; general maintenance and cleaning required. The device history record was reviewed with no abnormalities related to the reported failure. The device passed all required inspection points with no associated mrr¿s, variances or rework. The reported complaint was confirmed. The definite root cause could not be reliably determined. Device identifier # (B)(4).

Manufacturer narrative:
The device was received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A technical service analyst reported on behalf of the customer that the a2114 mayfield infinity xr2 skull clamp was not locking properly. The date of the event was not specified. It was unknown if there was patient contact, injury, or surgery delay. Upon initial evaluation of the device, the left and right pawls were found to be cracked. There was no mention of this issue by the customer. Additional information has been requested but no other clinical information has been provided.